Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-8927dsc serial/batch number (B)(6) was received for evaluation. The device arrived for investigation with the drill bit stuck inside. Visual inspection revealed that the drill guide tip was cracked, most likely due to the drill bit being pushed too hard and/or misaligned during insertion. Functional testing was not performed as the device arrived stuck inside the drill guide. The drill¿s guide outer diameter (ø .236 ± .005) was measured, and the result was .238, indicating that the device is within tolerance. The most likely reason for the reported failure is user error, specifically misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, a sales representative reported via (B)(4) that an ar-8927dsc disposables kit for 4.5 x 14 mm biocomposite corkscrew ft drill guide got stuck on the drill bit during a case when drilling into the fifth and would not come apart. The patient was not affected. This was discovered during a procedure, with no reported patient harm. Additional information was received on 11/20/2024: this was discovered during a longus to brevis transfer procedure on (B)(6) 2024. The case was completed successfully, and no other product was needed to replace the complaint device. There was no case delay. No pieces of the device broke due to the issue. There were no adverse effects on the patient. No photos were taken of the device.